Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid was leaking from the front of unicel dxc 600 pro synchron clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated the leaking liquid looked like water. Bec customer technical support (cts) suggested to the customer to turn off the water inside the hydro drawer. On (B)(4) 2011, bec field service engineer (fse) reviewed the event log for information matching the flooding occurrence. The customer stated to the fse that the system did not flood since the reported occurrence. On (B)(4) 2011, the customer told the fse that, in addition to the observed leak, the cap piercer was also making noise. The fse did not find a leak in or around the cap piercer assembly or in the hydro assembly. The fse lubricated a drive screw and rollers to eliminate noise from the cap piercer assembly. The fse verified repair per established procedures. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. The root cause for the event was not determined. (B)(4).